Event description:
It was reported to philips the device would not go into standby. This event was reported to have occurred outside of clinical use. There was no patient or user impact reported. The philips field service engineer (fse) confirmed and duplicated the reported issue; the device would not go into standby mode to set the high flow therapy (hft) mode. Following the evaluation of the device, the fse replaced the gas delivery system (gds) to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.